Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair will not go into control inhibit when charger is connected.